Event description:
It was reported that during the procedure, the left ventricular (lv) lead was unable to pace. The physician decided to abandon the implantation of the lv lead. The patient's condition remained stable.